Event description:
It was reported that the atrial lead exhibited noise and impedance was out of range. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the coil was fractured and resulted in the reported impedance anomaly. The damage resulted from physiological factors (i.e.: rib-clavicle crush).